Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer and not holding a charge as long as it used to. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.